Event description:
The user had installed the transfer set and spiked all the source bottles, but left the occluder door open. What resulted was a free flow and fluid filled the weighing chamber completely and backed up into the transfer set lines and reporter was calling because she wanted to purge the lines.